Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) was explanted and not replaced. The leads were capped and not replaced. No further patient complications have been reported as a result of this event.